Event description:
The patient reported that she wore the pump swimming and after changing the battery the keypad buttons would not respond to confirm the verify screen. The patient reported that she tried removing and replacing the battery multiple times and the screen went blank. The patient confirmed there was no moisture of corrosion in the battery compartment or cap. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin attached to her belt.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 10/03/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2011 with the following findings: the returned pump failed to power on. The battery compartment was observed to be cracked. A leak test was performed and the display lens was found to be leaking. The pump was opened and corrosion and moisture was observed throughout the pump. Performance testing was unable to be completed because the could not be powered on.